Manufacturer narrative:
The investigation for the reported delivery issues has been completed. The impella device was not returned for evaluation. However, clinical details provided were sufficient to determine the root cause. The root cause of the delivery issue was most likely due to patient condition since patient's vessel diameter < 7mm.. Added- d6a/d6b.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 66-year-old female with cardiomyopathy was to be implanted with an impella 5.5 device for mechanical circulatory support. It was reported that the physician was unable to pass pump through patient¿s native vessel anatomy, which resulted in cable kinking. No patient harm was reported.